Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized for 4 days with hyperglycemia. The patient's blood glucose levels reached 541 mg/dl while wearing the pod between 4 and 24 hours. Additional details including medical treatment were not provided as patient was unwilling to disclose any more information.

Manufacturer narrative:
New information reported on (B)(6)2020 . The patient was taken to the hospital . Once at the hospital the patients reported blood glucose level was 346 mg/dl.the patient was at the hospital for 3 hours and then was transferred to another hospital. The pod was removed in the emergency room. The patient was admitted to the hospital at 5:00 pm . The patient was diagnosed with diabetic ketoacidosis. The patient was given intravenous fluids. The patient was releases from the hospital after 2 days.